Event description:
It was reported that a user experienced hyperglycemia while using the ilet and attempted correction with two additional dinner meal announcements without improvement, then disconnected and administered a subcutaneous insulin pen injection; the event was associated with a user interaction with the device¿s user interface and characterized as an improper or incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention with medication and a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.